Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient presented to emergency department with acute lower abdominal back pain radiating anteriorly and abdominal mass with continuous systo-diastolic vascular bruit at the lower abdomen. A cta was performed and revealed a 140mm ruptured abdominal aortic aneurysm with a aortocaval fistula (acf). The aneurysm had a 17 mm long and 30 mm diameter infrarenal neck. Urgent intervention was performed, a 36mm endurant stent graft was deployed below the more distal renal artery ostium, covering the ruptured aortic segment. Due to the large aaa diameter, a great subsequent remodeling of the aortic parietal pressure was observed, with early migration of the endoprosthesis. For this reason, it was necessary to implant aortic cuff, with 36 mm diameter and an overlapping of 1 cm. However, persistent type iii endoleak between graft and aortic extension were confirmed after intra-operative angiography. While landing zones and device overlaps were ballooned again, the endoleak remained, so another aortic cuff with 36 mm was implanted and fixed with endoanchors. Despite a correct implantation technique, a small endoleak remained in the final angiography. In second postoperative day, the patient presented a deterioration of clinical state characterized by abdominal pain and jaundice due to high conjugated bilirubin levels. Abdominal ultrasound documented the absence of distention/ obstruction of the bile ducts and gallbladder, with normal hepatic vein diameter; the complementary contrast-enhanced abdominal aorta ultrasound showed intra-sac flow. The patient underwent second cta fourth postoperative day which identified perfusion of the aneurysm sac caused by type iii endoleak, between the cuff and previous graft, with flow into the inferior vena cava through the acf. For these reasons, the patient underwent endovascular treatment again, 5 days after the previous one. Non mdt coils were implanted to treat the endoleak but postoperative control angiography still showed leakage between the endoprosthesis and the cuff. Subsequently, two non mdt catheters were advanced into the previous endograft; deployment of the non mdt catheters and the filling with polymer of the bags were performed. Complete angiography showed the complete resolution of the endoleak. Postoperative clinical findings were characterized by jaundice and laboratory investigations revealing high procalcitonin and deranged test values of renal and liver with clinical finding of olyguria. The patient was discharged 40 days after surgery. The patient is in good general condition after 2 years reportedly.